Event description:
Litigation papers allege pain, metal poisoning, metallosis, metal debris, and excessive metal ion levels.

Event description:
Update rec'd 5/6/2015- medical records received from legal. Dor provided. Upon revision, a pseudotumor, tissue damage and bone loss from removing the acetabular cup were noted. The information received does not change the MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.